Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem was confirmed. Upon evaluation, it was found that the connector housing was cracked, not allowing the belt to stay securely connected to the monitor. The root cause of the damaged connector was likely a result of excessive force. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.

Event description:
The wife of a (B)(6), male, pt, contacted zoll lifecor customer support to report that the electrode belt is unable to stay connected with the monitor. The pt's electrode belt was replaced.